Event description:
The customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, device was being used in a laparoscopic nephrectomy procedure on (B)(6) 2024 when it was reported, ¿we have had another 2 kittners that have both come apart and the end has had to be retrieved from the patient.¿. It was also confirmed that both of these kittners were used in the same procedure. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event of ¿kittners that have both come apart and the end has had to be retrieved from the patient¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined; however, based upon photographic evidence, a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 58,100 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003 per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, device was being used in a laparoscopic nephrectomy procedure on (B)(6) 2024 when it was reported, ¿we have had another 2 kittners that have both come apart and the end has had to be retrieved from the patient.¿. It was also confirmed that both of these kittners were used in the same procedure. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.